Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging a battery indicator issue with a one touch ultra meter. The medical surveillance specialist (mss) called the patient one week later, but she was unwilling to verify or provide any information. The patient indicated that the alleged issue started on an unspecified date/time 1-2 weeks prior to contacting lfs. A week after the alleged battery indicator issue began, the patient claimed that she developed symptoms of sleepiness and thirst. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actions the patient took before and after the symptoms developed, and if she was able to test her blood glucose before and after the symptoms started. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.